Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was blank for more than 30 seconds. Customer reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring was not damaged or corroded. It was reported that the display returned on insulin pump restart. Customer was assisted with troubleshooting and the insulin pump will not be returned for analysis.